Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable. Subsequently, the pump battery fully depleted and the pump shut off. Customer's blood glucose level was 284 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable.